Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous consumer report with supplemental information by a nurse from (B)(6) of touch contamination, gallstones, hernia, pancreatitis and peritonitis in a patient coincident with dianeal pd2 ambuflex and dianeal pd2 ultrabag therapies for peritoneal dialysis (pd). During a call with baxter customer service, the following was reported. On (B)(6) 2011, the patient was diagnosed with gallstones, an unspecified hernia, pancreatitis and peritonitis and was hospitalized the same day. On (B)(6) 2011, the patient was discharged. At the time of this report, the patient was recovering. Dianeal therapy was ongoing. Follow-up information was received from the pd nurse reporting the cause of the peritonitis was touch contamination. Treatment for the peritonitis included vancomycin (dose, route, frequency and start/stop dates not reported). The patient was retrained and the event of touch contamination was considered resolved. On an unspecified date in 2011, the patient recovered. The nurse reported that the events of gallstones, hernia, pancreatitis and peritonitis were not related to dianeal therapy. An opinion of causality was not provided for the event of touch contamination.

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not request. Should additional information become available, a follow-up report will be submitted. This is report 1 of 3 involved in this peritonitis incident.

Manufacturer narrative:
(B)(4). A batch review was conducted for potentially associated lot numbers h11e23016 and h11e28056 with no exceptions observed related to the reported condition. The complaint was confirmed. The cause of the use error which resulted in the peritonitis was undetermined. The label review found the labeling adequate for the use error in this complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue is being investigated through CAPA.